Manufacturer narrative:
This report is submitted on february 15, 2024.

Manufacturer narrative:
This report is submitted on december 8, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to a tip foldover and the patient was re-implanted with a new cochlear device during the same surgery.